Manufacturer narrative:
Correction: to e.1. Changed the zip from (B)(6) to (B)(6). The phone number (B)(6) to (B)(6). G.2 added the medwatch name to the med watch number. Received one ias5-120lp in opened original packaging. Lot number was verified. Performed a visual inspection, the cannula is confirmed broken. There is a piece missing and not returned with the device, the device did not make a complete seal when trying to reassemble the broken pieces together. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 47 reports, regarding 50 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove the obturator from the cannula at this time. Note: if using the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias5-120lp, airseal 5/120mm port, was being used being used during a robotic low anterior resection on (B)(6) 2023 when it was reported, "5/120 airseal access port broke during the procedure. The doctor was performing a robotic low anterior resection in operating room while working laparoscopically. The air seal trocar was noted to be broken, trocar was removed from patient's abdomen and inspected. Upon inspection, it was discovered that an extremely small clear piece of plastic approximately 2-3 mm was missing. Abdomen and sterile field were exhaustively searched with no results, the trocar was replaced and per protocol a stat wet read x-ray was performed at the end of the case. No foreign body was detected per the doctor." The damaged trocar was placed in plastic bag with original packaging and patient label and placed in charge office. This complaint was also submitted to medwatch by the facility. We also received a medwatch form on 16feb23, and we were advised.....then the statements from the MDR. (Medwatch 1400670000-2023-8001). After further assessment and the additional information submitted by medwatch, it was reported, the broken 2-3 mm size piece was never recovered. Xray was used to help locate the fragmentation, but it was unsuccessful. The procedure was completed with a 30-minute delay, with no patient or user impact, prolonged hospitalization, or medical intervention. This report is being raised on the basis of injury due to fragmentation remaining in the patient¿s body.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Have not received the device.

Event description:
The customer reported that the device, ias5-120lp, airseal 5/120mm port, was being used being used during a robotic low anterior resection on (B)(6) 2023 when it was reported, "5/120 airseal access port broke during the procedure". The doctor was performing a robotic low anterior resection in operating room while working laparoscopically. The air seal trocar was noted to be broken, trocar was removed from patient's abdomen and inspected. Upon inspection, it was discovered that an extremely small clear piece of plastic approximately 2-3 mm was missing. Abdomen and sterile field were exhaustively searched with no results, the trocar was replaced and per protocol a stat wet read x-ray was performed at the end of the case. No foreign body was detected per the doctor. The damaged trocar was placed in plastic bag with original packaging and patient label and placed in charge office. This complaint was also submitted to medwatch by the facility. We also received a medwatch form on 16feb23, and we were advised.....then the statements from the MDR. ((B)(4)). After further assessment and the additional information submitted by medwatch, it was reported, the broken 2-3 mm size piece was never recovered. Xray was used to help locate the fragmentation, but it was unsuccessful. The procedure was completed with a 30-minute delay, with no patient or user impact, prolonged hospitalization, or medical intervention. This report is being raised on the basis of injury due to fragmentation remaining in the patient¿s body.